Event description:
Na.

Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 medical device problem code. Updated fields are b4, e1 event site postal code,g3, g6, h2, h6 type of investigaion, investigation findings, investigation conclusion and h11. Elmira was unaware of the exact iab catheter being utilized and is not in the room. She had verified no blood in the helium tubing, all connections secured, used the iab fill key and start key to resume therapy. She statesd this was the first occurrence of the alarm. She inquires as to why she must use the iab fill key and not just the start key to resume therapy. The esp personnel provided detailed information on the subject. Elmira was very appreciative of the time spent and information shared today. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding leak in iab circuit alarm. There was patient involvement and no harm reported.